Event description:
It was reported that patient fell and was hospitalized. Patient had previous stroke history prior to implant for buried lead trial. Stroke history associated with left side partial paralysis. Fall occurred during trial. It was unknown at this time if fall was related to trial stimulation. Patient had not received full interstimulator implant yet, and it was unknown if patient still had buried lead trail at the time of this report. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).